Manufacturer narrative:
Medtronic received the following information from a article entitled; 15 case report: endoanchor fixation and placement of infrarenal aortic endografts chang jm <(>&<)> jordan w jr. Annals of vascular surgery 2020 nov;69:113. Doi: 10.1016/j.avsg.2020.09.036. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient of a unknown sized infrarenal abdominal aortic aneurysm on an unknown date. It was reported 10 years the patient presented with device migration, a type ia endoleak and aneurysm expansion to 95mm. The patient underwent elective endovascular repair with relining of the graft with an non mdt device. Intraoperatively a type ia endoleak was noted and 8 endoanchors were placed with resolution of the endoleak. One year follow up demonstrates stable sac size without endoleak. No additional clinical sequelae were provided and the patient is fine.